Manufacturer narrative:
Failure analysis for fiber s-llf273tg / s-273-514b: the total length of the fiber is 11 feet 7 inch, connector not included; the fiber is fractured and detached at the connector side; there are burn marks on the blue jacket; there are black marks on the blue jacket ; distal end of the glass fiber shows signs of usage; fiber glass tip is chipped. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.

Manufacturer narrative:
Additional information: joules used 689 joules.

Event description:
It was reported that during a surgical procedure "sma connector overheated". The case was completed using a second fiber; "laser worked fine with second fiber". Patient outcome: "no injury" reported.